Event description:
Failure to alarm: fluid was collectin under the dressing and only a small amount gong down the tube, then started to leak from around the dressing onto the skin. Device did not alarm.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go negative pressure wound therapy. The reported complaint was not confirmed, after an evaluation of the returned device. An assessment was conducted to the pump as per "renasys go performance and safety check¿. A visual inspection was conducted and no anomalies were noted. The pump was tested per the normal test procedure for alarm functions and is working within specifications. In regards to a pump not triggering a leak alarm after an evident leakage detected around the dressing site means that the system was holding the negative pressure probably as a result of the blockage and a leak not significant enough in order to trigger an alarm. The pump operates normally for leak rates up to a range of 2.5 -3.5 l/min but is designed to alarm for an excessive leak if triggered by pressure differentials between pump pressure selector setting and the sustained pressure measured on gauge, reacting as an indication that the desired sustained pressure is not stable due to a leak. No corrective action is needed at this time; the pump is working as per specifications. It is recommended to regularly monitor the wound during the therapy to ensure therapeutic and patient comfort. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.